Event description:
The crrt machine suddenly stopped running with a warning note "general malfunction." There was no way to troubleshoot the machine. A mandatory disconnect was done and the only way to return the blood was to hand-crank the machine. The pt was stable off crrt. A decision was made to stop treatment.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer stated an architect i2000sr analyzer generated higher than expected architect cea results for one patient sample. The initial cea result was 14.5 ng/ml. Another sample from the same patient was tested using a roche analyzer and a value of 1.8 (units of measurement was not provided) was obtained. The initial aliquot was retested and a result of 2.3 ng/ml was obtained. The parent sample was then tested and the result obtained was 2.36 ng/ml. Quality controls were within range. Architect reaction vessels of lot 78387p100 were in use. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B) (4), concomitant medical products, architect cea reagent, list number 7k68-26, lot number 76060lf00. Investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.